Event description:
It was reported that approximately 8 months post-implant of a bifurcated device and a suprarenal aortic extension computed tomography scan revealed an endoleak type iii between the aortic extension and bifurcated device. Reportedly, the patient was treated with two competitors stent grafts to correct the endoleak. The patient tolerated this procedure well. The patient presented with abdominal pain approximately 9 months ((B)(6) 2012) post secondary procedure. The computed tomographic scan revealed no endoleak and decrease in the aneurysmal sac from 8.3cm to 6.2 cm, therefore, no action was taken. It was reported that 4 months ((B)(6) 2013) later open repair was performed to correct the endoleak type iii between the competitor's stent grafts and ruptured aneurysm. Reportedly, the patient coded a few hours post procedure due to excessive blood loss during the procedure.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Death certificate was reviewed by medical director indicating that the cause of the type iii endoleak associated with the initial procedure is not known. The information reviewed does not suggest any problem with the endologix device regarding fabric tear, strut fracture or migration. Review of the manufacturing records indicates the lot met all release criteria with no relevant nonconforming material records. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. Based on the review of the event information and manufacturing records, a conclusive cause for the reported endoleak and patient death could not be conclusively determined; however, there is no indication that is due to a manufacturing issue. The device instructions for use lists endoleaks, aneurysm rupture, and death, under potential adverse events.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer .